Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in the severely calcified and moderately tortuous left main coronary artery to the left anterior descending artery. The physician advanced a 2.5mm x 15mm maverick2 balloon to the lesion and inflated the balloon to 8atms and the balloon ruptured. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: as the unit has not been returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).